Manufacturer narrative:
(B)(4). Damaged ancillary trocar and damaged anvil former. The analysis results found that an ancillary trocar and anvil from a (B)(4) were received. It was noted that one piece of the ancillary trocar was lodged inside the anvil. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was grasped by the locking springs. Please note that if the locking springs are clamped, it will not permit the correct functionality of the anvil locking mechanism and will lock the ancillary trocar in the anvil. When attaching or detaching the anvil, the locking spring should be free to move; therefore the anvil should not be grasped by the locking springs. Please reference the instructions for use for additional information. No batch record review could be performed as no valid lot or batch number was provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the blue trocar snapped off inside the anvil when connecting the proximal and distal portion of the bowel. All of the pieces were recovered. Another device was opened and anvil and trocar were used with the original device to complete the procedure. The original device with the new anvil fired fine. No adverse consequences reported.